Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer hit the pump on a wooden bedframe and the touch screen became shattered. Additionally, the touch screen would no longer light up and customer was unable to interact with the pump. Customer's blood glucose was 214 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.